Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One magnetic field frame 12 coil sn: (B)(6) was received for evaluation. The reported event was able to be duplicated by voxel testing. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to the field frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an pfa procedure, electrical interference issues resulted in a procedural delay. It was not possible to check or set the metal baseline. Troubleshooting included adjusting the prs patches and magnet, and rebooting the dws, but issue persisted. Replacing the ensite x field frame resolved the issue and the procedure was completed with no adverse consequences to the patient.